Manufacturer narrative:
Zoll has not yet received the autopulse platform (s/n:(B)(4)) for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed. Not returned to manufacturer.

Event description:
It was reported that during a shift check, the autopulse platform (s/n: (B)(4)) displayed user advisory ua7 (discrepancy between load 1 and load 2 too large) error message after the manikin was placed onto the platform and along with the lifeband alignment . During the first evaluation, it was found that the channel on the outer side metal was corroded which was probably due to liquid infiltration. The metallization layer on the upper case was also observed to be damaged. No patient involved during this event.

Manufacturer narrative:
The autopulse platform (s/n: (B)(4)) was returned to zoll (B)(4) for evaluation. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial number (B)(4). A visual inspection was performed and no discrepancies were observed. A review of the archive was performed and found user advisories (ua) 7 (discrepancy between load 1 and load 2 too large) was noted on (B)(6) 2016; thus confirming the reported complaint. The platform was functional tested and the autopulse exhibited user advisor (ua) 7 (discrepancy between load 1 and load 2 too large) thus confirming the reported complaint. Further investigation indicated that one of the load cells (load cell 1) was defective. Replacing the load cell 1 remedied the ua7. Load cell characterization testing was performed and confirmed that both load cell modules are functioning within the specification. In summary, the customer's reported complaint of the platform exhibiting ua 7 was confirmed during archive review and functional testing. The root cause was attributed to a defective load cell 1. After the load cell 1 was replaced the autopulse platform passed all the testing and meets all required specifications.